Event description:
It was reported that the patient received five appropriate shocks. Two of the shocks were delivered while the lead exhibited low impedance. The lead was cut, explanted, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the proximal segment of the lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that it cannot be determined at this time how the blood entered the right ventricular leg. It was also noted that the proximal conductor was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), the defibrillation coil fractured due to overstress, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut and the outer insulation had a cosmetic depression. The device is part of the advisory for this model.